Event description:
The patient called lifescan and alleged the surestep enhanced meter gave the error 6 message. The patient does not report any symptoms of high or low blood glucose. A medical professional was contacted for advice; the patient took oral medication for diabetes. The customer care representative performed troubleshooting and the issue could not be resolved. The meter and test strips were replaced and return is expected.